Event description:
It was reported that towards the end of an atrial fibrillation procedure while performing a post testing, the patient's blood pressure slowly dropped. Ultrasound was used to identify a pericardial effusion. Pericardiocentesis was performed and 300 cc of blood was removed and the patient's blood pressure stabilized. The physician's opinion regarding the causality of the pericardial effusion was probably slow leak from the transseptal puncture (patient had tough septum). The patient was stable and was then transferred to ICU for overnight observation and was discharged home the next day. The physician stated that the pericardial effusion was not due to the catheter. The sheath used in conjunction to the catheter was a non-bwi sheath (agilis sheath).

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. Concomitant bwi products used during the procedure: carto 3 system, model #: m-4800-01, serial #: (B)(4); cool flow irrigation pump, model #: m-5491-02, serial #: unknown; stockert rf generator, model #:m-5463-01, serial #: unknown; pentaray f7 2-6-2 catheter, model #: d-1245-02-s, lot #: 15675147l. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that towards the end of an atrial fibrillation procedure while performing a post testing, the patient's blood pressure slowly dropped. Ultrasound was used to identify a pericardial effusion. Pericardiocentesis was performed and 300 cc of blood was removed and the patient's blood pressure stabilized. The physician's opinion regarding the causality of the pericardial effusion was probably slow leak from the transseptal puncture (patient had tough septum). The physician stated that the pericardial effusion was not due to the catheter. The sheath used in conjunction to the catheter was a non-bwi sheath (agilis sheath). Upon receipt of the catheter used during the event, visual inspection noted that the catheter was found in normal conditions. The catheter was tested and passed electrical, temperature and generator tests. A deflection and irrigation tests were also performed and the catheter passed all tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Since the catheter passed specifications, the root cause of the pericardial effusion is unknown.